Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had intermittent stimulation and would turn therapy off and on again by itself. Analysis of generator logs showed magnet activity, however there are no extraneous sources of magnetic interference. In turn, the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
The event of stimulation turning on/off was reported to abbott. The patient's ipg had intermittent stimulation and would turn therapy off and on again by itself. Analysis of generator logs showed magnet activity, however there are no extraneous sources of magnetic interference. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ¿stimulation turning on/off¿ was not confirmed, based on the logs returned from the field. The root cause of the observation was not ascertained. The device remained implanted for a year after the observation. The device logs as-received did not show repeated magnetic field interaction during the last year of implant. The device entered the service application state during the explant procedure. Due to the as-received condition of the device (crc error) no further electrical testing could be performed.